Event description:
It was reported that pump displayed malfunction message with code malf 5 and could not be reset, with no notable events occurring prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to transfer pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of in-warranty replacement pump.